Event description:
Following a laparoscopic anti-reflux procedure, a patient experienced mild ongoing dysphagia leading to explant of the linx device. The linx device was used as part of the anti-reflux procedure. Anti-reflux procedure including linx device implantation occurred without issue on (B)(6) 2012 by professor (B)(6). Device explant due to mild ongoing dysphagia occurred without issue on (B)(6) 2018 by dr. (B)(6). Device was found in the correct position/geometry. Patient is "doing well" as of (B)(6) 2018, "with no dysphagia".